Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
During the device evaluation, the reported event of leaking was not duplicated. However, it was confirmed that the handpiece had corrosion. Fluid trapped inside handpieces due to improper cleaning and sterilization methods that is later observed leaking out can result in corrosion due to prolonged exposure to the handpiece. Cleaning practices used at the account likely caused or contributed to the corrosion found.

Event description:
It was reported that the system 7 dual trigger rotary was allegedly leaking an unknown substance during testing/inspection. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 dual trigger rotary was allegedly leaking an unknown substance during testing/inspection. There was no patient involvement and no adverse consequences associated with the device.